Manufacturer narrative:
Evaluation results: based on the limited information obtained and an internal side by side comparison of the customer settings compared to the factory default settings, the results indicate there is no system malfunction. Because of the user dependency with ultrasound, the investigation can only evaluate the system performance. As indicated by the physician's email, there were other indications in the mammography and other imaging tests, that the breast ca was visible. This would infer that this misdiagnosis was not missed solely by ultrasound.

Manufacturer narrative:
This MDR will be supplemented when additional information is received. This incident was communicated to siemens by (B)(6) via email. Additional information is being collected and an investigation is in-progress. The system is not being returned, but a failure analysis can be conducted via alternate methods. Reference complaint # (B)(4).

Event description:
A (B)(6) woman presented for screening. Breast density was heterogeneously dense to extremely dense. While the 2d mammo was normal she was recalled for additional imaging due to vague possible distortion in the mlo tomo projection. She returned shortly thereafter for additional spot compression images and an ultrasound. The spot compression images were normal. The images taken by the technologist were normal. The radiologist (who independently rescanned the patient) found nothing abnormal and reported the exam as normal and the patient was instructed to return for a six month followup mammo and us as a bi-rads 3. Three weeks after the patient was rescanned, (B)(6), md came across the results of the exam during a routine qa survey. While the images were normal, there was no explanation for what (B)(6) saw as a pretty solid evidence of distortion in two adjacent areas on the breast tomosynthesis (tomo). (B)(6) contacted the referring physician and the patient to inform them of the concern. Dr. (B)(6) invited the patient to be seen by him at acc. Using the ge logic 9 system, dr. (B)(6) rescanned the patients' right breast and had subsequently found two small 0.8 cm and 1.0 cm discreet definite abnormal hypo echoic sonographic distortions. These were surrounded by a relatively hyper echoic margin of tissue that corresponded exactly in the location of the tomo findings. Subsequent biopsy revealed an in situ invasive ductal carcinoma on both locations. A post biopsy mammogram was performed with tomo and the biopsy marker positioning confirmed the identity of the sonographic findings as being the tomo distortion. The patient was reported to have underwent a lumpectomy after finding no additional abnormalities on MRI. No additional information was provided.